Event description:
Patient reported 5 cassettes for IV remodulin therapy, from last shipment were cracked leaking. Reported no side effects. Patient discarded packaging, no lot numbers; advised to inspect tubing, keep packaging if defective and report to pharmacy lot# of defective cassette. Advised to hold on to defective cassette for return to manufacturer. No further information available. Reported to (B)(6) by pt/caregiver.